Manufacturer narrative:
H10: the device was not returned for evaluation. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model md800f vena cava filter allegedly experienced malposition of device.this report was received from one source. This event did involve patient with no patient consequences. The patient is 81 years of age, the gender is female, and the weight is 266 lbs.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model md800f vena cava filter allegedly experienced at some time post filter deployment, it was alleged that the filter titled and embedded the wall of the ivc and the device was unable to be retrieved. The device was removed percutaneously. This report was received from one source. This event involved one female patient, age and weight were not provided. This patient had no reported patient injury.